Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank and there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: during investigation, the display was blank at power up with audible and vibration. Button functionality was unable to be tested due to the blank display. There was evidence of moisture corrosion inside the pump. There was evidence of moisture found on the display connector and all board. Due to the moisture damage, the display was not functioning. A leak test was performed and failed due to a bolus button leak. Unrelated to the original complaint, the bolus button cover was found to be detached/missing.